Manufacturer narrative:
Customer reported a cardiohelp involvement in a patient death. The customer reported that the disposable "cannula" came apart while the cardiohelp was in use. No information of a cardiohelp malfunction and no additional information for the cannula was received. The customer stated that they want to make sure the cardiohelp is functioning properly and do not report a relation between the device and the patient death. A getinge technician investigated the cardiohelp on (B)(6) 2021 and could not confirm any malfunction of the cardiohelp. For further investigation a medical review was performed by getinge medical experts on (B)(6) 2022. The separation of the support cannula from the extracorporeal tubing during cardiohelp support, did not appear to be linked to a diminution in device performance or device defect. However, root causes of cannula separation may be any, or all, of the following in the context of this complaint: -excessive line pressure - inadequate securement of the extracorporeal tubing to the barbed connectors of the cannula. The instruction for use of the cardiohelp hls disposable recommends the use of tie bands (refer chapter 6.3 connection to the patient, IFU hls set). -inadequate declaration (or non-declaration) of a pressure alarm/warning. -inadequate declaration (or non-declaration) of a pressure intervention. -a line kink (in the context of the previous bullet points) which leads to an excessive pressure head in the delivery line. -a cannula kink (in the context of the previous bullet points) which leads to an excessive pressure head in the delivery line. The expiration of the patient does not appear to be associated with a diminution in (or lack of) performance or a device defect/flaw with the cardiohelp device used in the context of extracorporeal support within this complaint. Based on the investigation results no product related malfunction could be confirmed. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint ID: (B)(4).

Event description:
The customer reported that a cardiohelp was involved in a patient death. The disposable "cannula" came apart while the cardiohelp was in use. No information of a cardiohelp malfunction received. Complaint ID: (B)(4).

Manufacturer narrative:
Further information about the event and patient data as well as service of the involved cardiohelp were requested but still pending. A follow-up emdr will be submitted when additional information becomes available.